Event description:
Event description boston scientific received information that this device was explanted after 39.1 months of service due to normal battery depletion. The device's longevity was questioned. No adverse patient effects were reported.